Event description:
It was reported before using the bd vacutainer® ultratouch¿ push button blood collection set the tubing was kinked. The following information was provided by the initial reporter. The customer stated: before use, the tubing was found to be kinked.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set, medical device type: fpa. Investigation summary: bd received 1 photograph from the customer in support of this complaint. Evaluation of the photo indicated bent tubing and retracted needle. Additionally, 30 retention samples from the bd inventory were visually inspected, and no damaged tubing or preactivated needles were found. Bd was able to confirm the customer¿s indicated failure mode with the photos and sample provided. Bd was not able to identify a root cause for the indicated failure modes. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.